Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/26/2017. Retain and return product was tested and functioning according to specification. Lot number b16260, exp 04/14/2017, manufactured 09/16/2016, (B)(4); lot number c16263a, exp 04/14/2017, manufactured 09/20/2016, (B)(4). Investigation: a review of the device history record confirmed that the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Z (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots b16260 and c16263 assessment: results are consistent within the beckman access and the I-stat. The I-stat results are consistent across two cartridge lots. The reporter indicated that the patient was treated based on the laboratory result. Based on one I-stat negative result and one positive result from another manufacturer and no patient information there is not enough information to determine whether an I-stat product malfunction occurred. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant negative result on a (B)(6) female patient . The patient was treated based on the reference analyzer and there were no injuries associated with this event. There was no additional patient information available at the time of this report. Return product available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).